Event description:
It was observed that during the device evaluation, the colonovideoscope had detergent solution inside air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, the associated h6 coding, and to update h3 (device evaluated by manufacturer) to yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. During the device inspection, leakage at the scope connector was observed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the malfunction: due to the leakage from the scope connector, proper reprocessing may not have been possible, and the foreign matter may not have been removed.   The event can be detected/prevented by handling the device in accordance with the following instructions included in:  gif/cf/pcf-190 series operation manual chapter 3 - preparation and inspection.  Gif/cf/pcf-190 series reprocessing manual chapter 5 - reprocessing the endoscope. Olympus will continue to monitor field performance for this device.